Event description:
As reported, on (B)(6) 2021, the bard/davol sorbafix enhanced fixation device was used during a laparoscopic incisional hernia repair procedure. As reported the surgeon applied counter-pressure with the contra-lateral hand, and while deploying the first fastener, the fasteners were not gripping into the mesh and the firing mechanism was "sticking" with every pull of the trigger. It was reported that the doctor used transfacial sutures as there were too many loose fasteners. The surgeon is an experienced user of the device. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device is being returned for evaluation, however at this time, has not been received. Based on the information provided and not having the sample returned for evaluation, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2020. The instructions-for-use (IFU) include with the device recommends the following: "place the tip of the sorbafix absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. Avoid excessive trigger force as this may damage the device." The IFU also states " if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Functional evaluation of the sample could not be performed as the device was returned depleted of fasteners. Evaluation of the subject device finds the cannula shaft is bent. The internal component evaluation of the device finds deformation of the input clutch gear. The damage found would result in the performance issues reported. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, root cause of the bent cannula and deformation of the input clutch gear is the result of forces applied while in use. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device is being returned for evaluation, however at this time, has not been received. Based on the information provided and not having the sample returned for evaluation, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 775 units released for distribution in june 2020. The instructions-for-use (IFU) include with the device recommends the following: "place the tip of the sorbafix absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. Avoid excessive trigger force as this may damage the device." The IFU also states " if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." If/when sample is received and evaluated, a supplemental MDR will be submitted.

Event description:
As reported, on (B)(6) 2021, the bard/davol sorbafix enhanced fixation device was used during a laparoscopic incisional hernia repair procedure. As reported the surgeon applied counter-pressure with the contra-lateral hand, and while deploying the first fastener, the fasteners were not gripping into the mesh and the firing mechanism was "sticking" with every pull of the trigger. It was reported that the doctor used transfacial sutures as there were too many loose fasteners. The surgeon is an experienced user of the device. There was no reported patient injury.